Event description:
Home patient reports difficulty in priming pt line of homechoice set. Rn reports pt ended treatment and restarted wtih new supplies. No pt injury or medical intervention required per rn.